Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: d8, d9, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: front panel mouth was cracked, and the chassis rusted also a non-olympus lamp over 500 + hours life expired. Based on the results of the investigation, the root cause could not be determined, however it is likely the switch function did not work properly due to corrosion inside socket tubing. The event regarding the non-olympus lamp assembly and lamp life meter is reading over 500 + hours, can be prevent following the instructions for use which state: [warning] non-olympus equipment can cause instability of the automatic brightness adjustment. [Average lamp life] approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.) Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source front panel switch was stuck. The issue was found during an unspecified procedure. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.